Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a proper depth. A post-implant echocardiogram and angiogram revealed moderate paravalvular leak (pvl). A post-balloon aortic valvuloplasty (bav) was done twice and no improvement to the pvl was noted. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve 2 mm above the first valve, reducing the pvl to trace. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).